Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported seeing system messages (sms), followed by an incisional burn on the first eye. On the second day, the second eye was completed with the same incisional burn. This investigation will represent the first eye. The patient was in the surgical room and had received peri-bulbar anesthesia. The procedure was completed with the same equipment, with another (phaco handpiece), and with a delay of more than 15 minutes. This issue did not prevent the completion of the procedure. No procedures were cancelled. Dfus were followed. Additional information on the event and patient medical/ocular history was requested but was not obtained. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ product evaluation: the company representative tested the system, which was determined to have met specification. The company representative did not indicate finding any issues that would be associated with the reported event. The system was manufactured on january 12, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The nurse informed that the eye involved was the right eye;. The patient has not recovered and was not hospitalized. Two (2) additional interventions were necessary to add more suture due to aqueous humor leakage.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system displayed multiple system message codes during the procedure. The procedure was completed. The patient experienced a thermal burn at the incision site. Additional information has been requested but none has been received.